Event description:
It was reported that during a ptca procedure in the rca on a total chronic occlusion, the crossit 200xt was being used in an attempt to cross the lesion with a 1.5 balloon on the guide wire for support. Reportedly, the tip became stuck in the lesion and the guide wire was torqued and pulled in order to remove it. The tip became separated and remained in the lesion.